Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed. The radiation shield suspension is designed and manufactured by mavig (original equipment manufacturer) and is considered as an accessory of the system. At this site, ge is servicing this accessory. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported that on (B)(6) 2019 gehc field service engineer fractured his left index finger during a service activity. While removing the radiation shield suspension arm from the column assembly, the suspension arm struck the top of employees left hand causing a small laceration on the knuckle of index finger of left hand and fractured a metacarpal bone. Surgical intervention was required for two reasons, first to restore the normal length of the finger and second to correct a greater than 10â° rotational angulation in the index to reduce and align the fracture.

Manufacturer narrative:
Block a: no further information regarding person injured has been obtained. Block h6: ge healthcare investigation about this event has been completed. It was reported that on (B)(6) 2019, the gehc field service engineer fractured his left index finger during a service activity. While removing the radiation shield and surgical lamp suspension arm from the column assembly, the suspension arm struck the top of employees left hand causing a small laceration on the knuckle of index finger of left hand and fractured a metacarpal bone. Surgical intervention was required for two reasons, first to restore the normal length of the finger and second to correct a greater than 10â° rotational angulation in the index to reduce and align the fracture. The radiation shield suspension is designed and manufactured by mavig (original equipment manufacturer) and is considered as an accessory of the system. During investigation stage, ge healthcare field service engineer confirmed that he did not follow the instructions provided in the mavig accessory service manual because he did not position the arm of the suspension horizontally. Adequate instructions are provided in the mavig accessory manual regarding proper removal of the surgical lamp and lead shield column suspension. Neither design, assembly nor manufacture defect, nor failure or malfunction has been identified. On (B)(6) 2019 the site has been corrected by suspension arm column assembly replacement. On july 24, 2019 ge healthcare field service engineer has been reminded to follow the service instruction provided in mavig service manual.based on this analysis, no further action is required.